Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device had a pause episode due to loss of contact. Programming changes were made and it has yet to be determined if the false pauses have been resolved. There were no patient consequences noted.